Manufacturer narrative:
The device was evaluated by a stryker service technician, and the reported issue could not be verified nor duplicated. The root cause could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had an event code logged in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an event code logged in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.